Manufacturer narrative:
Product event summary -the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had intermittent non-capture. The rv lead was explanted and replaced. The atrial lead had small p-waves. During the explant of the lead, the helix would not retract with rotation. The whole body of the lead was then rotated and explanted. Tissue was noted at the tip/helix. The lead was then replaced. Following the atrial lead removal, an echocardiogram suggested tamponade. Periocardiocentesis was performed and the patient stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, lead, (B)(6) 2013. (B)(4).